Event description:
Pt was treated in 2004. During treatment the dr heard a cracking sound and a subsequent burn was observed on left nasolabial fold area. Pt was seen twelve days later for a follow-up and the burn has all resolved.